Manufacturer narrative:
**UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. Sections d1 and d4 updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that following the suspension of the use of the respirator, they were hospitalized due to the onset of arterial instability due to hypertension and had biologic damage. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information for evaluation and investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
As no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/26/2025. The medical device associated with this complaint is currently under legal hold. As a result, philips is unable to proceed with device evaluation activities. This restriction prevents access to the device for inspection, testing, or analysis. If additional information becomes available, philips will assess the according to regulatory obligations and perform any necessary reporting activities to the appropriate competent authorities. Section g3 and h6 have been updated in this follow up report.